Event description:
On (B)(6) /2013, it was reported that while traveling the patient experienced elevated blood glucose levels. When the patient returned from her trip her blood glucose level decreased a little. The patient then started using the infusion device to only deliver the basal delivery and she utilized insulin injections to lower her blood glucose levels further. The patient then went to the hospital and was given a serum and insulin. She was kept for observation for a few hours. The infusion device was replaced and was requested to be returned for product evaluation.

Manufacturer narrative:
The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.